Event description:
The device was used during a video assisted thoracic surgery lobectony procedure. Reportedly, the instrument was difficult to open and the staples prefired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.